Manufacturer narrative:
Final analysis notes that as received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations did not find any anomalies except for procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of unacceptable threshold and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient remained in hospital post implant, and it was observed the patient was experiencing frequent premature ventricular (pvcs). Interrogation showed increased capture thresholds and low sensing. Dislodgement was confirmed. The rv lead was explanted and replaced. The patient was stable.